Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and compromised force sensor system alarm from the insulin pump. The customer stated that the pump alarmed during bolus. The customer was unable to provide blood glucose because the call was connected.